Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter.   Product return status: 1 device was received. Event confirmation status: 1 reported event was not confirmed. Evaluation results: 1 device had no device problem found.   Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated. 1 event had no patient involvement; no patient impact.